Event description:
Reference MDR # 1219856-2009-00315 for second event and MDR # 1219856-2009-00317 for third event involving same pt. It was reported that after the surgeon laid unused intra-aortic balloon's (iab) on a table, the scrub tech took one of the iab's and one of the teflon sheaths from the scrub table and attempted to insert iab through sheath. The iab slid through easily so the tech suggested to the surgeon to try one of the teflon sheaths instead of the super arrow-flex sheath. The surgeon inserted the teflon sheath and the iab slid easily into place. The helium driveline tubing was connected and pumping was initiated. It was noted that augmentation was extremely low. Perfusionist called the hotline and described the balloon volume on pump and stated that balloon volume could not be increased above 2.5 cc. The clinical support specialist immediately recognized that connector was faulty and instructed perfusionist to get another connector from one of the other two catheters and replace it. After this was done, the pump read 40 cc and augmentation dramatically increased. Pt was transferred to ICU in the usual fashion.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.